Event description:
A malfunction was reported after the customer removed the cartridge from the pump before following the load sequence instructions. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with information on how to reset the pump and was assisted in doing so by technical support, after which the malfunction did not recur. The customer was advised to continue using the pump and to report any recurring malfunction codes.